Manufacturer narrative:
The manufacturer has completed the evaluation of a ventilator that allegedly failed a test step during testing. During the evaluation of the device at the manufacturer's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.